Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files of the perfusor space were analyzed. The pca-therapy of the incident was started on the (B)(6) 2021. At the date of the incident ((B)(6) 2021) the syringe empty alarm occurred at 06:01pm during a pca-bolus was given by the pump (on demand by pca cable). The infusion stopped. Between 06:06pm and 06:41pm the reminder alarm occurred 7-times and was muted by user. A syringe change was performed on the pump at 06:42pm. A new syringe was selected by user at 06:45pm (syringe type b.braun ops 50ml). According to the history files, the plunger of the syringe was catched by drive head at approximately 32ml (position of the plunger in the syringe; entry 3200 in file history device "drive step position, 10321 steps). After the plunger was catched, the infusion therapy was started at 06:45pm. The infusion was stopped at 06:57pm and a syringe change was performed at 06:58pm. After this the pump was turned off at 07:14pm. The pump was turned on again two minutes later. A syringe was inserted again and the syringe b.braun ops 50ml was selected again by user. According to the history files, the plunger of the syringe was catched by drive head at approximately 9ml (position of the plunger in the syringe; entry 3246 in file history device "drive step position, 19234 steps). A syringe change was performed again at 07:21pm and the pump was turned off. No technical malfunctions occurred during the therapy and the syringe changes of the pump. A visual inspection was performed on the pump. All cover caps of the housing and the technician seal (49-02-995) were present and undamaged. Upon visual inspection the outside of the pump appeared to be in an age-related condition (normal sings of tear and wear). The cover of the operating unit was damaged (crack). The pca-locking mechanism was damaged too. A long term-test was performed on the pump (pca-therapy of the customer of the day of the incident). No technical malfunction occurred during the test. The delivery accuracy of the pump was checked (rate 5ml/h). The delivery accuracy (+1.25%) was within specification (+-2%) (according to en iso 60601-2-24). The pump was disassembled. One space of the claw mechanic was damaged. No other damages were found in the pump (no effect of the malfunction stated in the complaint). The complaint is not confirmed. No technical malfunction occurred during the pca-therapy of the customer and the long-term test of the pump. The delivery accuracy of the pump was within specifications.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." Customer information: "the patient was transferred to ward 2a on (B)(6) 2021. During and after the transfer, the patient was completely normal. At around 5 p.m., the anesthesia performed a pain round, which was also completely unremarkable. At 6.30 p.m. On the same day, the pca syringe was changed and a new 50 ml syringe was clamped in place. At around 6.45 p.m. The patient became increasingly sleepy and noticed that he suffered from respiratory insufficiency. At this point there was already a 15 ml volume missing in the syringe. A nurse at ward 2a immediately called that there was a problem with the pca pump. The ward doctor in charge was already on site, as the patient seemed to be somnolent. The patient received an ampoule of naloxone, which led to an improvement in consciousness. It was noticed that the syringe pump was already switched off, which is why the previous setting could no longer be reproduced. At 6:50 p.m. The patient received a second ampoule of naloxone from the ward doctor, which made the patient adequate and responsive again. In summary, it should be noted that an overdose of oxycodone was the trigger for the patient's condition. The measures introduced did not result in any permanent health damage or limitations to the patient."